Event description:
When the drapes were removed post-op, two excoriated areas of approx 1 x 1/4" and 1/2 x 1/4" were noted on the pt's left lower abdomen. The sound was apparently turned down and the unit was accidentally activated during the surgical procedure.